Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump received a battery error alarm and that the alarm persists even after she changes the battery. The customer's blood glucose at the time of incident was 120 mg/dl. The customer stated that both batteries were new. Troubleshooting was initiated for the failed battery test and the costumer was advised to call back if the battery issues continue. A replacement battery cap was sent to the customer and no products were returned.